Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the ar-8655-06 chondral pick was inserted into the ankle joint for an ocd lesion case. Per the rep present, the surgeon had applied slight pressure to the pick prior to malleting and the tip broke off into the joint. The surgeon tried to retrieve it with a grasper, but it migrated to the back of the ankle. They took an x-ray to locate it and then 4 additional incisions were needed to retrieve the tip from the posterior of the tibula. The case was then completed. Patient is female, (B)(6) years.